Event description:
It was reported that a user wished to return the ilet due to feeling overwhelmed and experiencing frequent low glucose, with one recollected blood glucose value of 50 mg/dl and treatment with oral glucose; the cause of the hypoglycemia was unclear and no device component could be identified. Symptoms included hypoglycemia with associated muscle weakness and shaking. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.